Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was hospitalized for 2 days for chest pain and dyspnea related to pericarditis. The device remains in use. The patient was enrolled in the more-care study. No further patient complications have been reported as a result of this event.